Event description:
A malfunction alarm, specifically malf 12, was reported due to a momentary power loss to the vibrator motor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, assisted the customer with the process, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue recurred.